Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 03/09/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged history/settings issue was not verified in the black box or duplicated in the evaluation. Review of black box data found the total daily delivery added up correctly and reflected the user¿s programmed basal rates. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Audio and normal bolus exercises were delivered and recorded correctly. Basal and bolus deliveries added up correctly and no un-intended delivery was recorded during the evaluation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on (B)(6) 2014, the patient¿s blood glucose (bg) was at 54 mg/dl with confusion requiring third party assistance. It was reported that the patient received unspecified treatments given by medical personnel at the hospital. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter and determined that the basal history did not match the active basal program. In addition, the patient allegedly was taking lantus supplemental injection while on pump therapy. Troubleshooting was unable to rule out the pump as the cause of the basal history discrepancy. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to an alleged history/setting issue of unknown causes.